Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from october 01, 2020 - october 02, 2020. H10: the lot number was known; therefore, a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This was reported to have occurred in 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of trifurcated fluid transfer tube sets leaked while filling syringes from infusion bags. The reporter stated that there was "liquid and air leakage into the tubes that is not in use when less than 3 bags are hung. The clamp around the empty tube is properly closed, and even if the tubing is kinked on purpose, the liquid runs back into the empty tubing. It runs so far back that it starts to drip from the spike.¿ there was no patient involvement. No additional information is available.